Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the right radial artery of a male pt in the cardiac cath lab. The physician reported after placing the catheter tip in the artery, he got a flash back and advanced the wire into place. As he advanced the catheter, he encountered some resistance a few millimeters below the skin line. He then attempted to withdraw the wire back into the sleeve but also encountered resistance. At which time, he attempted to withdraw the entire device by holding the clear plastic hub and pulling the device out. As he was withdrawing the catheter and wire, the wire began to unravel as it was being removed. In order to make sure there was no wire segment retained in the pt he had another physician evaluate the pt. That physician removed a very small segment of wire from under the pt's skin line. No cut down was necessary. The piece was removed with a hemostat clamp. As a result, another catheter was placed in the pt's left redial artery. There was a delay in treatment with no pt harm and no pt death or complications reported.